Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been on other similar complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he had perfect vision in the right eye. Two weeks following the implant procedure, his vision became cloudy and the doctor performed a laser procedure for a film on the lens. The consumer then had his left eye procedure performed. Following the left eye procedure, the consumer began to notice a starburst of light at night and an inability to ready neon signs day or night in both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.